Event description:
The customer stated that falsely elevated alinity I total b-hcg results were generated for a patient and questioned by the physician. The following data was provided. Alinity I total b-hcg results: 194 - 198 miu/ml (positive) for 3 different samples within 4 weeks roche bhcg method: negative (no exact value provided). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-30, that has a similar product distributed in the us, list number 07p51-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, accuracy testing and field data of alinity I total b-hcg reagent lot 45628ud00. Ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any adverse or non-statistical trend. Return testing was not completed as returns were not available. Historical performance of reagent lot 45628ud00 was evaluated using worldwide data from abbottlink. The median value for normal population results for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Accuracy testing was performed using a retained kit of lot 45628ud00 with panels, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no product deficiency was identified for the alinity I total b-hcg reagent lot number 45628ud00.

Event description:
The customer stated that falsely elevated alinity I total b-hcg results were generated for a patient and questioned by the physician. The following data was provided. Alinity I total b-hcg results: 194 - 198 miu/ml (positive) for 3 different samples within 4 weeks roche bhcg method: negative (no exact value provided) no impact to patient management was reported.